Event description:
On (B)(6) 2012, the reporter called animas alleging that this morning the up arrow and ok button are not responding normally, not springing back and feel like they get stuck when pressed, as though there is no button underneath the rubber. The reporter denies any damage to keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the complaint regarding the keypad button malfunction could not be duplicated. All keypad buttons were responsive when tested. The keypad cover was removed for investigation and revealed contamination under all the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.